Event description:
A patient was undergoing a laparoscopic appendectomy. The appendix was to be stapled at the base and near the cecum with and endopath gia. The surgeon attempted to fire a vascular load across the mesoappendix, but the stapler misfired. The appendiceal artery was not adequately controlled by the staple line, but the surgeon was able to gain control with hemoclips. The device was preserved for the purpose of returning it to the manufacturer via the sales representative.